Event description:
This report is based on information provided by philips bench repair engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating (the cable to processor needs replacement) that the defibrillation is disabled during the operation test. The device was delivered to the repair facility for the testing/repair. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.